Event description:
It was reported by the facility that the hot pack was placed directly on the infant's right lower leg for approximately 15 minutes prior to IV placement for vasodilation and when the hot pack was removed a burn was noticed on the patient's skin underneath the hot pack.

Manufacturer narrative:
It was reported by the facility that the hot pack was placed directly on the infant's right lower leg for vasodilation for approximately 15 minutes prior to IV placement and when the hot pack was removed a burn was noticed on the patient's skin underneath the hot pack. The reporter stated that the burn appeared to be a blister that evolved into a deep partial thickness burn requiring 'medical burn treatment, ointment, dressing changes, wound care follow up after discharge and medications for pain management' the burn is reportedly healing. The hot pack was discarded and is not available to be returned for evaluation. According to the manufacturer's instructions the device is not to be placed directly on the skin. The root cause of the customer reported issue was determined to be user error. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.